Event description:
A pt was in post operation observation after av malformation surgery on neurosurgery svc. The infusion of prednisone drug was delivered 8 hrs earlier than pump was programmed for by nurse. Prednisone was to be given IV over 23 hrs. Rate was set @ 11cc/hr in 250cc/bag. Nurse noted that volume infused was reading 11 to 16 on hourly checks and then last hour read 83.